Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose value was 96 mg/dl at the time of the incident. Troubleshooting was performed but did not indicate the issue being resolved. The insulin pump will not need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm and post-reset ram crc alarm, history pointers failed and a broken force sensor was detected during seating or regular delivery due to blank display. Also, received with moisture damage on the motor and force sensor.